Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio2 meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 at 06:55am he obtained a result of ¿105mg/dl¿ on the subject meter, which he felt was inaccurately high in comparison to a result of ¿61mg/dl¿ obtained on a (B)(4) device within 30 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. The patient manages his diabetes with oral medication and insulin and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2016 at 06:53am, prior to the alleged inaccuracy, he had developed symptoms of ¿dizzy and bad eyesight¿ which he associated with hypoglycemia and self-treated with glucose tabs/gel at 06:58am. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the patient had used the correct sample site. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient had become symptomatic prior to the issue occurring and did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia nor receive any medical intervention. This complaint is being reported as the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.